Event description:
It was reported that the subject device had poor quality image. There were no reports of patient harm.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 health effects clinical code; h6 component code; updated fields: b5; d10 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: objective lens cracked and e216 error occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the image quality was poor due to failure of the universal cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The intended unspecified therapeutic procedure was able to be completed using a similar device.